Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident. Patient's current bg: 500 mg/dl. Customer reported that she had issue with her insulin pump. Customer reported that she woke up and noticed that the infusion set didn't lock into her body. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. The pump will not be returned for analysis.